Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had a return of target urinary retention symptoms following a fall that occurred on (B)(6) 2018 and started using the catheter again after the fall. Patient further stated that they fell a broke the jaw. It was also reported that the patient use to feel stimulation at 2.5 but after the fall they were unable to feel stimulation at 3.4v. No further complications were noted or anticipated.